Manufacturer narrative:
Retainer ring = clear. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error (open book) during testing. Thus software was utilized and downloaded trace/history files properly and found pump error 4 and pump error 63 alarm noted in the insulin pump history. Device received with a high sleep current measurement. Peeled off the keypad overlay and no moisture or component damage on the keypad domes or keypad traces during the visual inspection. Device passed the keypad voltage test. All buttons functioning properly. Device was cut open to perform visual inspection and found the keypad connector on electrical board 1 was locked properly, moisture damage on the 40 pin flexible printed circuit/lcd, moisture damage on half of the electrical board 2, moisture damage inside the battery tube. No moisture damage on the vibrator, keypad flex tail, force sensor or motor assembly during visual inspection. The force sensor offset measured within spec range during testing. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor, powered the pump on using the battery simulator and the sleep current are within specification. Perform brush cleaning with the isopropyl alcohol the moisture damage on the 40 pin flexible printed circuit/lcd and the sleep current are within specification. In conclusion, pump error 4 and pump error 63 alarm noted in the pump history due to moisture damage electrical board 2 and high sleep current measurement due to moisture damage on the 40 pin flexible printed circuit/lcd. Device received with pillowing keypad overlay and missing serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. Customer stated that insulin pump performed safety checks and an error was found. Customer stated that no other alarms was displayed before the open book image was displayed on the screen. Customer stated that they annoyed of alarms and pressing and holding the back arrow would work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.